Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia with glucometer reading 420 mg/dl and cgm showing sustained high glucose after a cartridge and infusion set change, with concern about insulin delivery amounts while the pump indicated insulin on board near the total daily dose; the user remained connected to the ilet and later noted decreasing glucose, and ketones were negative. Symptoms included high blood glucose without ketoacidosis. Outcomes included user education on pump behavior, correction dosing, and troubleshooting related to supply changes and meal announcements. Investigation included review of device engineering logs and case logs, assessment of insulin delivery records, and verification of setup steps such as priming and supply changes. Investigation of this case revealed device logs were accurate with no device malfunction, and potential contributors included supply change timing, meal announcement selection, and external factors. It was concluded that the device functioned as designed and that the event was attributable to use-related factors rather than a device failure.